Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective intellicuff. Correction: replaced intellicuff. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: intellicuff loss of communication.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective intellicuff. Correction: replaced intellicuff.

Event description:
The following was reported to hamilton medical ag: summary: intellicuff loss of communication.